Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown synthes 3.5mm plate (reconstruction or "recon" plate), unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lote number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article, collinge, c., et.al., (2006). "Anterior-inferior plate fixation of middle-third fractures and nonunions of the clavicle." J orthop trauma, (november/december 2006; 20(10): 680-686). An analysis of a consecutive clinical series included 80 consecutive patients who underwent open reduction and anterior-inferior plating for middle-third fractures or painful nonunions of the clavicle. When surgery is indicated for middle-third clavicle injuries, a modified approach for open reduction and internal fixation, anterior-inferior plating with a 3.5mm plate system. Treatment was administered by four experienced orthopaedic trauma surgeons at 3 institutions: a level one trauma center and 2 busy level two trauma centers between (B)(6) 1992 and (B)(6) 2003. Of the 80 patients who met inclusion criteria, 58 patients had sufficient hospital and radiographic records and were available for follow-up at least 24 months after surgery. Complications included: 1 failure of fixation; 1 nonunion; 3 infections. Two patients underwent elective implant removal for bothersome hardware. This report is for unknown 3.5mm clavicle plate systems [dynamic compression or "dc" plate, (synthes (B)(4)); reconstruction or "recon" plate (synthes (B)(4))]. A copy of the article is being submitted with this medwatch. This is report 1 of 4 for (B)(4). This report is for an unknown 3.5mm plate (reconstruction or "recon" plate) and refers to the construct that lost fixation and required revision surgery.